Event description:
It was reported that when placing the implant the driver got stuck in it and could not disengage. Another implant was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. A drill extension and driver tip were returned for investigation. Visual inspection of the as returned product identified the two items stuck together. Malfunction. Functional testing was performed for the returned products and could not be disengaged. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown.pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 information identified: 'warnings' 'precautions' 'potential adverse events'. Review of appropriate documentation: documents reviewed: : instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev e 2020/09/01 information identified: 'warnings and precautions' DHR review: DHR review could not be performed, as the lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item numbers was conducted for the (actde and iipdtl) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information malfunction did occur and the reported event was confirmed for actde and iipdtl.

Event description:
No further event information is available at the time of this report.